Event description:
It was reported that the tubing set leaked during set-up of a nicardipene infusion, to be used on a patient. The customer later confirmed, that there were no adverse effects caused to the adult patient from this event, as the event occurred prior to patient use.

Manufacturer narrative:
The customer¿s report that the tubing set leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing and the upper fitment¿s inlet port. Closer inspection of the separated tubing (out of package) under magnification observed that the tubing had no solvent. No damages or anomalies were observed with the set or its components. Functional testing was deemed unnecessary due to a leak that would occur from the separation. Dimensional analysis was performed and the tubing measured and observed to be within specification(s). The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set leaked during set-up of a nicardipine infusion to be used on a patient. The customer later stated that there were no adverse effects caused to the adult patient from the event as the event occurred prior to patient use.